Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 double head pump alarmed and displayed a communication error during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate the issue. The service representative tested the s3 double roller pump for over 2 hours, but was not able to reproduce the described issue. The unit was returned to service and no further faults have been reported by the customer. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s3 double head pump alarmed and displayed a communication error during a procedure. There was no report of patient injury.